Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that his wife was hospitalized with a diabetic ketoacidosis. He called the paramedics on (B)(6) 2016 and by the time she got to the hospital is was after midnight on (B)(6) 2016. Her blood glucose level was 800 mg/dl. The customer had a virus. She was vomiting and had diarrhea. She had difficulty breathing and was not able to communicate properly. The customer had to be on a ventilator. Her husband was unsure if she was wearing the insulin pump. The insulin pump alarmed failed battery test after inserting a new battery. The numbers kept scrolling up and down when he tried to set up the time. The customer was advised that the device would be replaced and agreed to return the product for analysis.